Event description:
It was reported that patient went into vt episode and several shocks were delivered without success. The patient was externally defibrillated. Externalization conductors were observed. The lead was explanted.

Manufacturer narrative:
External and internal insulation abrasion was noted at 31.7-33.0cm from the distal end. External insulation abrasion was noted at 31.5-32.5cm from the distal end. The etfe coating was intact at these locations.